Event description:
Reportedly, the staple line at left hepatic vein/vena cava junction was noted to be open after firing the endo gia ii 45 2.0 mm sulu during a left hepatectomy. As a result, the pt expired.